Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that yesterday he was changing the reservoir and the plastic that is on the top of the pump came off with the o ring. The customer reported that the reservoir was unable to lock in place when inserted into pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was not in manufacture mode. The insulin pump was received with a missing retainer, a missing reservoir tube o-ring, scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.